Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy in the acute care area. The customer reported that "the medication nurse said that she had a 1000 ml bag of primary fluids hung and a secondary bag of rocephin 100ml bag. She said it was dripping when she left. Later the patient's family reported that both bags were still full. When the medication nurse checked the IV, both bags were completely full, she checked the pump and it showed the volume to be infused as 7.6 and the time was 00:05. The volume given ml 1000. The nurse immediately removed that pump and hooked the patient's IV up to another pump. The pump was pulled out of service." It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.